Manufacturer narrative:
This report is being filed on an international product, list number 9k08-20 that has a similar product distributed in the us, list number 3b22-22. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
On (B) (6) 2009, the sales rep reported receiving a sleek handle rod holder with the ratcheting mechanism and screw missing. There was no pt involvement. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
(B)(4). There were no returns available from the customer site for this investigation. The investigation began with the testing of a retained sample (stored at abbott laboratories) of the axsym toxo igg reagent, list number 9k08-20, lot number 68772hn00 (which is equivalent to lot number 68772hn01) with axsym toxo igg calibrators, controls and panels used for the determination of sensitivity/ specificity of this assay. Twenty replicates of the positive control were tested. The calibration passed and all values for the axsym toxo igg controls were well within the specifications stated in the axsym toxo igg reagent package insert. The values obtained for the 20 replicates of the positive control were in the range from 14 to 20 iu/ml and the %cv value was 7%. No erratic results were obtained. All values generated for the specificity and sensitivity panels tested were within manufacturing specifications. There is no indication that the axsym toxo igg reagent, list number 9k08-20, lot number 68772hn00 displayed any performance issues. As part of the investigation a review was conducted of the complaint and manufacturing records for the axsym toxo igg assay, list number 9k08-20, lot number 68772hn01 and associated sub lots. This review did not identify any problems relating to the customer's observation. The customer's issue is adequately addressed in the abbott axsym system operations manual( volume 2), section 10, under observed problem, results erratic, discrepant, and/or experiencing imprecision, where probable causes and corrective actions are listed. Based on the current investigation, it was determined that the axsym toxo igg assay, list number 9k08-20, lot number 68772hn01, is currently meeting its safety, effectiveness and label claims. The cause of the customer's observation remains unclear. This is a final report.

Event description:
The customer states that one patient sample generated an initial axsym toxo igg assay result of 0.1 iu/ml (negative). The following day the same sample generated a result of 31.0 iu/ml (positive). Controls were within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.